Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor memorygel breast implant 350cc gel catalog #3544350 lot #5626269. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with mentor memorygel breast implant 350cc gel breast prostheses developed left side baker grade IV capsular contracture, left side axillary and supraclavicular lymphadenopathy, left side silicone in lymph-nodes, and right and left breast fibroadenoma. This was observed on (B)(6) 2018 on bilateral ultrasound and (B)(6) 2018 on MRI. The MRI also showed an area that can be an incipient tumor lesion and a biopsy was suggested (birads IV a- side not indicated). The patient underwent removal and replacement with mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2018. This medwatch form is for the right breast prosthesis.